Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece approximately 11mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was returned. Components adjacent to this broken blade do not show damage. The instrument was tested on an in-house system. The instrument passed the recognition, engagement and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument clamp arm opened and closed properly several times. Due to the broken clamp arm the energy delivery test could not be performed. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.